Manufacturer narrative:
The insulin pump was received with depleted (B)(6) alkaline battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin had minor scratched display window and cracked reservoir tube lip. Data analysis: the download history file lists data on (B)(6) 2016. There was no data listed on (B)(6) 2016.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had very erratic blood glucose; the caller did not elaborate. The caller stated that the customer passed away in a hospital on (B)(6) 2016. The customer was taken to the hospital on (B)(6) 2016; the customer was at a graveyard site, had a heart attack and the paramedics were called. The cause of death was heart attack. The customer had copd, trip bypass, and kidney failure. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.